Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft kink occurred. The 95% stenosed lesion was located in the calcified, moderately tortuous popliteal artery. The physician advanced a 3.0mm x 1.5cm x 140cm spcb flextome cutting balloon to the lesion, severe resistance was met and the shaft kinked. The physician completed the procedure with different device. No patient complications were reported and the patient's status is good. However, the returned product analysis revealed the shaft broke.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned in two sections as a result of a break in the shaft located 34.8cm from the catheter strain relief. The midshaft was kinked. Solidified contrast media was present within the balloon and inflation lumen. There was no damage to the balloon or blades. All blades were present and fully bonded to the balloon surface. The tip of the device was microscopically examined and no issues were noted with its profile. A 0.015 inch product mandrel was inserted through the guidewire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).